Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were unresponsive. The pt reported that the keypad buttons were responding to presses as expected this morning, and now are unresponsive. He attempted to reboot the pump, and notes that now the pump is stuck on the verify screen. The pt stated that the rubber keypad appears to be intact; denied exposing the pump to water; and stated that he carries the pump in his pants pocket or clipped to his waist.